Event description:
The user facility reported that the patient had an intra-aortic balloon pump (iabp) for one week prior to impella. Impella cp was placed to support higher-risk percutaneous coronary intervention for a chronic total occlusion (cto). The patient was sent to intensive care unit, and a small hematoma was noted to the left insertion site. Two units of blood products were administered. Manual pressure applied. Site was ecchymotic, soft. The dressing was redressed and angle matched. The patient had positive palpable pedal pulse. It was further reported that the patient expired, and the duration of cp support was for five hours.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported hematoma has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematoma could not be determined.